Event description:
Boston scientific received information that the right atrial lead exhibited oversensing which led to pacing inhibition with asystole greater than two seconds. It was noted that the patient is intermittently atrial dependent. Conduction seemed to be intact as the physician paced her aai at 130 ppm with nothing other than 1st degree block occurring. The physician believes that this was an atrial lead issue. A revision procedure was performed where the lead was surgically abandoned. A new ra lead was successfully implanted. No additional adverse patient effects were reported. No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.